Manufacturer narrative:
Intuitive followed up and obtained additional information. The system functionality was checked upon powering on the system. The system initially powered on without errors. The procedure was converted to laparoscopic surgery. The patient tolerated the change. At the time of the event, the jaws were grasping tissue. A release kit was used to release the tissue from the jaws and to remove the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 3 occurred on the system. The customer had tried to power cycle the patient side cart (psc), hard power cycle, and perform an emergency power off but the issue returned. The customer understood from the technical support engineer that the system needed repair, uninstalled the instruments with the instrument release kit and undocked from the patient side cart. The procedure was converted to laparoscopy with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and found the redundant switch was missing its ground sense or the contacts did not report as expected at startup. The button interface adapter printed circuit assembly (pca) was replaced. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.